Manufacturer narrative:
Concomitant medical products: product ID: 5076-45 lead was implanted on (B)(6) 2015, product ID: 419688 lead was implanted on (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that impedance trends for the right ventricular (rv) lead were showing high spikes over the past three weeks. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.